Manufacturer narrative:
Device and initial reporter information obtained and has been added to the record along with the patient date of birth and patient weight.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg pocket was relocated and the ipg was electively replaced. Post-operatively, the patient issue with charging had resolved and stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Device information is currently not known at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg is difficult to charge due to the ipg being tilted. The device is still providing therapy. Surgical intervention may be pending to address the issue.